Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm in gel, dirty shield, black spot in tube and dirty tube with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and fm in gel, dirty shield, black spot in tube and dirty tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there was an issue with foreign matter. The following information was provided by the initial reporter, translated from japanese to english: fm in gel x19, dirty shield x1, black spot in tube c2, dirty tube x1.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there was an issue with foreign matter. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x19. Dirty shield x1. Black spot in tube c2. Dirty tube x1.